Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a trial patient. It was reported that the patient had a staphylococcus infection after the scs trial. The patient had a drip of vancomycin for the infection. The event occurred on (B)(6) 2016. The patient was alive with no injury and was following up with their primary care health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.